Manufacturer narrative:
The doctor at the user facility said that this malfunction carries a significant risk, which can lead to the effects of anesthesia and the development of complications due to prolonged procedures, increased risk of complications due to perforation and bleeding, and complete failure of the intended procedure. In addition, the user has already reported similar events to olympus engineers several times, and has already required the engineer to be dispatched for maintenance since the device was received. The device was evaluated at olympus (B)(4). (B)(4) checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the instrument channel was perforated. -the acoustic lens of the probe unit was damaged by a sharp edge. -the adhesive around the light guide lens was porous and broken. -the adhesive of the bending section rubber was porous and broken. -there were signs of moisture in the bending section. -the insertion tube was twisted and buckled. -the universal cord was twisted. -bubbles emerged from the area between the distal end and the instrument channel. The user returned the ultrasound center EU-me2 with serial number (B)(4) and the ultrasonic cable maj-1597 with serial number (B)(4) to olympus (B)(4) as possible related to the event reported as the root cause. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the hepaticogastrostomy procedure, the endoscopic ultrasound image suddenly disappeared. At this time, transgastric puncture had already been performed and the guide wire was placed in the liver. Due to the malfunction, the hepaticogastrostomy procedure could not be continued and the transgastric puncture was wasted. At this event, another method of drainage treatment was possible, making it possible to obtain sufficient drainage to support the patient. The user used another device and added an hour to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct "report type" and "type of reportable event" in the initial MFR report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is serious injury. According to the information provided by the user, the endoscopic ultrasound-guided hepaticogastrostomy had to be interrupted due to loss of the ultrasound image. The reported procedure is normally performed under anesthesia or deep sedation, which if extended can lead to severe outcomes depending on the patient's health (e.g. The elderly, patients with underlying diseases etc). In addition, in case ultrasound image loss occurs during such procedures, events like bowel perforation of digestive, organ damage and bleeding that require medical / surgical intervention can be expected. Therefore, olympus determined that the reported event is considered as serious injury. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Corrected field: d9 and g2 (added other - france) additional information: a1 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and applicable corrections/updated fields. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Regarding the damaged acoustic lens that was reported, the inspection revealed that the rubber on the probe unit was damaged and had a noticeable gap. The device history review (DHR) showed that the device was shipped in accordance with specifications, therefore it is likely that the damage occurred after the device was released for distribution. A definitive root cause for this issue was not established, however. Regarding the reported endoscopic ultrasound image that was lost, the investigation determined that the ultrasonogram was outputted as intended. It is likely that this product problem occurred because of influences from the connected devices, or the usage environment. Additionally, a correlation was not made between the damaged acoustic lens and the reported image loss. A definitive root cause for this issue was also not established. The reported event can be detected/prevented by adhering to the following instructions from the instructions for use (IFU): ¿warnings and cautions warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.¿ olympus will continue to monitor field performance for this device.